Event description:
Routine complaint investigation when a customer reported difficutly opening the cover to the sof-tact blood glucose monitor. This may have resulted in the spouse of the user sustaining a finger stick on a used lancet on two occassions. There is no report medical intervention being received as a result of this issue.